Event description:
It was reported the device battery had 2.58v three months previous. Now, they are not able to establish telemetry, and there is no pacing. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had no telemetry and no output, consistent with the reported field experience, at preliminary analysis. Further analysis found arcing had occurred on several locations on the hybrid during a high voltage charge. This resulted in a low impedance path across the battery that caused it to deplete. Due to the damage, there is no way to determine the root cause of the arcing. Other: it was reported the device battery had 2.58v three months previous. Now, they are not able to establish telemetry, and there is no pacing. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Hybrid circuit device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to.